Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient's mother that the patient has been experiencing an increase in seizure activity as well as an increase in seizure intensity that resulted in the patient needing a "klonopin burst". No other relevant information has been received to date.

Event description:
Additional information was received from the physician. Per the physician, the cause of the increased seizures is related to the patients diagnosis of refractory epilepsy, not vns therapy. The increase in seizures was noted to be below pre-vns baseline levels. Intervention was taken for the increased seizures in the form of increasing the epidiolex and weaning the patient off onfi. The cause of the patients change in seizure pattern was noted to not be related to vns. No other relevant information has been received to date.